Event description:
It was reported the patient stopped using her scs system and recharging her ipg as recommended. In turn, the charger and programmer can no longer communicate with the ipg due to it being inoperable. Troubleshooting to provide resolution was unsuccessful. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Recall: 1627487-12192011-003-r; 1627487-07262012-002-r . This ipg serial number is included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.